Event description:
Reporter indicated the physician's hand-held would not hold a charge. Troubleshooting did not resolve the issue. The hand-held has been returned to the manufacturer and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.